Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trm crt-d, implanted: (B)(6) 2013; 6935m62 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.